Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device has not yet been returned for evaluation.

Event description:
It was reported that the catheter came off the oversleeve during infusion. The patient said that he didn't pull the catheter. The leaked fluid was normal saline, there was no reported harm to the patient.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the catheter separated from the connector was confirmed due to what appeared to be an improper assembly of the device. The two-piece connector for a groshong nxt 4 fr single-lumen PICC was returned for investigation. The connector was received assembled. The printing on the extension leg was partially worn, which indicates that the sample was used. A 7.5cm section of catheter tubing was received separate from the assembled connector. The catheter contained the 44-50 cm depth marks. A tacky residue was observed on the catheter between the 44 and 47 cm depth marks. The 48 cm depth mark was worn from the tubing. Tensile weakness was observed between the 46 and 50 cm depth marks. A microscopic examination showed no 4 fr tubing within the distal connector. The lack of tubing within the distal connector suggests that the connector was assembled without the catheter fully advanced on the metal stent of the proximal connector. The connector was disassembled and the distal connector was bisected and it was observed that the compression ring was properly positioned in the taper. Dry blood residue was observed on the adjoining ends of the connector. The outside diameter (od) of the metal cannula was measured with the calipers and was found to be 0.0355¿, which was within specification. The evidence found on the returned sample points to an improper sequence of assembly. The product IFU provides guidance on inserting the PICC and attaching the two-piece connector to the groshong single lumen catheter. The steps outline the proper order, which include insertion of the catheter into the patient with the stylet, removing the stylet, modifying the catheter length, advancing the oversleeve portion of the connector over the catheter, advancing the catheter over the connector blunt until it butts up against the colored plastic body, and then aligning and sliding the two connector pieces together until the connector barbs are fully attached. It appeared that the reported disconnection occurred during use due to an improper assembly of the device.

Event description:
It was reported that the catheter came off the oversleeve during infusion. The patient said that he didn't pull the catheter. The leaked fluid was normal saline, there was no reported harm to the patient.